Event description:
The patient reported in 2007, that her blood has been elevated in the morning for the past 3 days. She stated, that before going to bed her blood glucose measured 162 mg/dl and the next morning her blood glucose was elevated to 296 mg/dl. She stated that, she feels 'hot" when her blood glucose is elevated. She stated that, she bolused 6 units of insulin to lower her blood glucose. She stated that, 6 units of insulin was "too much" and her blood glucose then lowered to 66 mg/dl. She stated that her normal blood glucose range is around 132 mg/dl. Through troubleshooting, the patient discovered that her infusion tubing was partially separated near the luer connection. The patient was advised to change her infusion tubing. Further attempts to contact the patient for follow up were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.